Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the device alarmed low reservoir. The battery was replaced and the buttons on the insulin pump were unresponsive. Advised the customer to revert to back up plan. No further information was provided.